Event description:
A malfunction was reported involving malfunction code 12 on a pump, but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer chose to resume insulin and restart the sensor independently and understood to contact technical support if the issue reoccurred.